Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (time and date reset) issue. This malfunction is being ruled out based on the following: the reporter stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. The reporter stated that the patient had a blood glucose (bg) of 387 mg/dl with symptoms of dehydration, abdominal pain, nausea, abdominal pain, polyuria, polydipsia, confusion, blurred vision and trace ketones. The patient was taken to the hospital and treated with IV fluids. This report is being made due to bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.